Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life with sudden voltage drops that led to a cs 128 alarm. The returned battery cap was undamaged and able to fit securely. The pump powered up with auditory and vibration to a blank screen. The ¿short battery life¿ complaint was unable to be adequately investigated. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.